Event description:
It was reported that a patient changed their automated peritoneal dialysis (pd) set, with cassette, without changing their unspecified single use solution bag. The set was changed in order to resolve an alarm, encountered during priming for pd therapy. It was discussed with the patient, and the patient's dialysis clinic, the importance of aseptic technique in order to avoid potential contamination. There was patient involvement, however, no adverse event was associated with this report.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. A sample was not returned for further analysis; therefore a sample evaluation could not be performed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.